Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
Information received indicates the brake is not working. The wheels are locking, but the caster continues to swivel.